Manufacturer narrative:
To date, device has not yet been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the device does not stop pumping after releasing the footswitch during an unspecified procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during an unspecified procedure, the device did not stop pumping after releasing the footswitch. There were no reports of patient harm associated with this event.